Manufacturer narrative:
Product analysis: the programmer's stylus and cursor were found to be misaligned. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event. The programmer tested out-of-specification, during analysis.